Event description:
It was reported that during explant, a loss of output was observed when electrocautery was used in proximity to the pulse generator. The device was successfully explanted and replaced. The patient was asymptomatic.